Event description:
Caller reported blood glucose results of 368 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 256 mg/dl and 131 mg/dl within 10 minutes on the aviva system. Reported a third, separate comparison of blood glucose results of 306 mg/dl and 160 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 368 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 256 mg/dl and 131 mg/dl within 10 minutes on the aviva system. Reported a third, separate comparison of blood glucose results of 306 mg/dl and 160 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the strips had been used.